Event description:
It was reported that during removal of the catheter from the pt, the physician reportedly pulled on the catheter using excessive force and it separated. A 6cm piece of the catheter was retained in the pt's epidural space. There were no pt complications. The physician removing the catheter had no prior experience with this product and was unaware that he should not use excessive force when removing the catheter.